Event description:
During priming of oxygenator prior to use, the perfusionist observed fluid in the gas compartment. The involved unit was changed out prior to initiating the bypass process. Therefore, there was no pt involvement.